Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had an accident and was not feeling the stimulation. The patient noted that this occurred when they returned to work and was moving more (walking, standing) and it occurred the second time when they were going to the bathroom. The patient stated they needed assistance as the saw a sync screen on the programmer and they were trained under anesthesia. With assistance and using the programmer, it was determined that the patient was on program 3 at 1.3 volts and showed the stimulation was on. They then increased the stimulation from 1.3 to 1.4 and felt the stimulation. The patient was redirected to their healthcare professional (hcp) if the issue did not resolve (they had an appointment in 2 weeks). It was also reported that the patient had a little pain from the surgery and, later that day ((B)(6) 2018), it started "coming back to life" with pain in the area. This got better the following day. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional and it was reported that the cause of patient not feeling stimulation after they returned to work was that the stimulator had been turned off by the patient. Patient turned the device back on and the issue with not feeling stimulation resolved. No further complications were reported.